Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
University reported via phone call that the sensor was alerting low blood glucose when customer's blood glucose was not low. Customer had high blood glucose of over 400 mg/dl. Customer treated high blood glucose with a correction and blood glucose went down to 186 mg/dl. No troubleshooting was done. Customer will not be returning the device for analysis.